Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received two non-isolated shocks due to t wave oversensing and small r waves. Technical services (ts) informed it was hard to tell if it was bundle branch block or just small r waves. Ts discussed programming and troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported.